Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I still have fragments") and uterine cancer ("uterine cancer") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included allopurinol (elavil) for neuropathic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), arthralgia ("joint pain") and neuralgia ("neuropathy pain") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device breakage, uterine cancer and neuralgia outcome was unknown and the dizziness and arthralgia had not resolved. The reporter considered arthralgia, device breakage, dizziness, neuralgia and uterine cancer to be related to essure. The reporter commented: it was reported that " I feel 80% better. I'm a year post removal. I had my coils for 10 years, so I'm kinda thinking some things might be permanent now. I'm working with my dr. To rule out possible causes for the symptoms I have left." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I still have fragments") and uterine cancer ("uterine cancer") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included allopurinol (elavil) for neuropathic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), arthralgia ("joint pain") and neuralgia ("neuropathy pain") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device breakage, uterine cancer and neuralgia outcome was unknown and the dizziness and arthralgia had not resolved. The reporter considered arthralgia, device breakage, dizziness, neuralgia and uterine cancer to be related to essure. The reporter commented: it was reported that " I feel 80% better. I'm a year post removal. I had my coils for 10 years, so I'm kinda thinking some things might be permanent now. I'm working with my dr. To rule out possible causes for the symptoms I have left." Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.